Manufacturer narrative:
As reported, the patient underwent placement of a trapease permanent vena cava filter. Per the medical records, the filter was successfully deployed during the index procedure with no complications and minimal blood loss. Per the patient profile from (ppf, the filter is unable to be retrieved although there are no known recorded removal attempts. The patient also reports swelling of the left leg and stress. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Swelling of the legs may be related to the underlying clotting issues that were the indication for filter placement. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease permanent vena cava filter. The following additional information received per the patient profile from (ppf) indicates that the filter is unable to be retrieved although there are no known recorded removal attempts. The patient also reports swelling of the left leg and stress. According to the medical records, the patient had a history of right lower leg pain, clots, gastrointestinal (gi) bleed and deep vein thrombosis (dvt). The filter was successfully deployed during the index procedure with no complications and minimal blood loss.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease permanent vena cava filter. The following additional information received per the patient profile from (ppf) indicates that the filter is unable to be retrieved although there are no known recorded removal attempts. The patient also reports swelling of the left leg and stress. According to the medical records, the patient had a history of right lower leg pain, clots, gastrointestinal (gi) bleed and deep vein thrombosis (dvt). The filter was successfully deployed during the index procedure with no complications and minimal blood loss. Per additional information received in the patient short form, the patient reports "filter perforation mesenteric".

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion:as reported, the patient underwent placement of a trapease permanent inferior vena cava (ivc) filter. Per the medical records, the patient had a history of right lower leg pain, clots, gastrointestinal (gi) bleed and deep vein thrombosis (dvt). The filter was successfully deployed during the index procedure with no complications and minimal blood loss. Per the patient profile from (ppf), the filter is unable to be retrieved although there are no known recorded removal attempts. The patient also reports swelling of the left leg and stress. Per additional information received in the patient short form, the patient reports "filter perforation - mesenteric". The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was reported that there was perforation of the ivc and adjacent structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and swelling do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Additional information was provided and is available in: (event description). (Date received by the manufacturer). (Evaluation codes). 2135 ¿ ivc perforation. Complaint conclusion: as reported, the patient had placement of a trapease inferior vena cava (ivc) filter. According to the medical records, the patient had a history of right lower leg pain, clots, hypokalemia, gastrointestinal (gi) bleed and deep vein thrombosis (dvt). The filter was successfully deployed during the index procedure with no complications and minimal blood loss. The following additional information received per the patient profile from (ppf) indicates that the filter is unable to be retrieved although there are no known recorded removal attempts. The patient also reports swelling of the left leg and stress. Per additional information received in the patient short form, the patient reports "filter perforation - mesenteric". The patient also reports suffering from pain and numbness in the left leg. Per the ppf, a recent CT scan showed that the ivc filter was embedded and perforating the ivc. The pain in the leg makes it difficult to walk. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and swelling do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease permanent vena cava filter. According to the medical records, the patient had a history of right lower leg pain, clots, hypokalemia, gastrointestinal (gi) bleed and deep vein thrombosis (dvt). The filter was successfully deployed during the index procedure with no complications and minimal blood loss. The following additional information received per the patient profile from (ppf) indicates that the filter is unable to be retrieved although there are no known recorded removal attempts. The patient also reports swelling of the left leg and stress. Per additional information received in the patient short form, the patient reports "filter perforation - mesenteric". The patient also reports suffering from pain and numbness in the left leg. Per the ppf, a recent CT scan showed that the ivc filter was embedded and perforating the ivc. The pain in the leg makes it difficult to walk.